Manufacturer narrative:
(B)(4).

Event description:
A talent and occluder stent graft system was implanted in a patient for the endovascular repair of a type iii separation endoleak. It was reported that a CT scan done approximately three month after the secondary intervention identified a slight enlargement of the abdominal aortic aneurysm, approximately 6 mm. There were no endoleaks, migration or rupture observed. The investigator assessed the enlargement of the abdominal aortic aneurysm maybe related to type v endoleak, endotension. There was no intervention performed.